Event description:
It was reported that during a ptca procedure, the physician was unable to inflate the balloon. While attempting removal, the shaft broke. The catheter was removed without incident. No pt injuries or complications occurred.